Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image disappeared when the device was angled up; there was a positional loss of the image. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the returned endoeye flex deflectable videoscope unit by an olympus representative, it was discovered that the image disappeared when the device was angled up; there was a positional loss of the image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image disappeared during the up angulation because part of the signal line inside was disconnected due to the kink of the image sensor unit cable. The kink of the image sensor unit cable was likely caused by excessive twisting or bending of the universal cord. Additionally, it¿s probable that an irregular strong load was applied to the distal end, which disrupted the internal contents, stopped the movement of the cable, caused the cable to kink, and broke some of the signal lines in the cable. However, the final root cause of this event was unable to be identified. During the device evaluation, it was found that the device control unit was scratched, switch 1 was scratched, the right/left plate was scratched, the light guide connector and cover glass was scratched, and the video connector was scratched. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.